Manufacturer narrative:
According to phone conversation with trustee/caregiver ((B)(6)), the death certificate stated she died of: septic shock, multiple utis, cancer.

Event description:
Received mail on (B)(6) 2011 cover letter and customer incident report defective product claim: the following information is from that form: customer had received insertion tray that was recalled due to triad lubricating jelly. Nurse called in and said she just got a defective letter today ((B)(6) 2011) for this patient that passed away in (B)(6) from infection. Further information received via phone call from (B)(6) - trustee for estate. She died (B)(6), 2010 of septic shock probably from uti.